Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier select ous mr 38 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage, with struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty crossing the lesion and stent strut damage occurred. The 70 to 80% stenosed target lesion was located in the moderately calcified and mildly tortuous proximal left anterior descending artery (lad). A 38 x 3.00 promus premier select stent was used but was unable to advance to the target lesion. The lesion was predilated, but the stent was not able to advance to the target lesion. After several attempts, the device was removed. The procedure was completed with another stent without any problems. It was noticed upon examination of the device that the struts on the distal end of the stent protruded from the profile balloon. It was noted that the stent strut protrusion was likely due to the force while advancing the stent again through the calcified lesion. No patient complications resulted in relation to this event and the patient was reported as fine.